Event description:
The customer reported that while they were positioning, the patient table top prior to beginning the surview acquisitions for a patient procedure, the system e-stop opened. The field service engineer (fse) evaluated the system and determined a vertical position error occurred due to a sticking button on the right front gantry control panel. The fse confirmed there was no uncommanded motion associated with the event. The issue did not result in harm to a patient, operator, or bystander.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).